Event description:
It was reported by the neurosurgeon that the patient was having frequent seizures. Patient has been referred for generator replacement. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
It was reported that the patient had a battery replacement occur. Per the physician, it was reported that the clinic notes did not have any indications that the patient had an increase in seizures requiring generator replacement. Per the hospital policy, the explanted generator will not be returned. No additional relevant information has been received to date.